Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft. A shaft break / fracture was also located 148mm distal from the strain relief. A visual and tactile examination of the extrusion profile found no damage. A visual examination of the stent found no damage to the struts or stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06969. It was reported that shaft break occurred. Vascular access was obtained via the right femoral artery. The non- totally occluded target lesion was located in a tortuous coronary artery. After a 185cm j-tip pt moderate support guide wire crossed the lesion, a 2.50x24mm promus element stent was advanced however a lot of resistance was encountered and the device was unable to pass through the guide catheter. The physician attempted to maneuver and push the device however the shaft of the stent delivery system (sds) broke into two pieces. The sds with the stent was quickly removed from the patient. Then a 2.25x24mm promus element stent was selected however during unpacking of the device outside the patient's body, it was noted that the stent appeared to be deformed and was loose on the sds balloon. The stent was then dislodged and fell on the floor. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06969. It was reported that shaft break occurred. Vascular access was obtained via the right femoral artery. The non- totally occluded target lesion was located in a tortuous coronary artery. After a 185cm j-tip pt moderate support guide wire crossed the lesion, a 2.50x24mm promus element stent was advanced however a lot of resistance was encountered and the device was unable to pass through the guide catheter. The physician attempted to maneuver and push the device however the shaft of the stent delivery system (sds) broke into two pieces. The sds with the stent was quickly removed from the patient. Then a 2.25x24mm promus element stent was selected however during unpacking of the device outside the patient's body, it was noted that the stent appeared to be deformed and was loose on the sds balloon. The stent was then dislodged and fell on the floor. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.